Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect1479 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the package was opened, unidentified contaminants were observed at the 10-11 cm scale of the catheter. Device was not used on a patient.